Manufacturer narrative:
The customer was unable to provide the sample or the lot number, therefore, the device history record could not be reviewed. Historical trending was done. A small percentage of the population may experience allergic reactions to some of the anti-oxidants and accelerators, which may be added during the mfg process. A reaction to an accelerator or to the glove material may result in a contact dermatitis. Per the customer, this nurse may be allergic to nitrile. We will continue to monitor for complaints of this nature.

Event description:
A nurse reported that he developed a fine red rash on his hands after wearing the gloves. He went to employee health and was given accent plus 3 cream to use.